Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to a product performance issue. This device is not expected to be returned. No additional adverse patient effects were reported.